Manufacturer narrative:
Block h6: medical device code a0501 captures the reportable event of pigtail detached. Block h10: the returned flexima nasobiliary catheter was analyzed, and a visual evaluation noted that the nasal biliary tube returned broken in two parts. The break was in the joint of the lightblue tube and the blue stent and microscope inspection was performed. The pigtail was not broken, instead it was the catheter and this could be what the costumer perceived. No other problems with the device were noted. The reported event was confirmed. Based on the provided and collected information, this device met all manufacturing requirements and no abnormalities were reported during the manufacturing process; after analysis it was determined that the nasal biliary tube returned broken in two parts. The break was in the joint of the lightblue tube and the blue stent, microscope inspection was performed showing an irregular shape at both broken ends. The complaint summary states the following, the physician unpacked the device and found the pig tail end was fractured during usage. The physician said it was crumbly, it was found that the pigtail was not the broken section, instead the broken section was the joint between the lightblue tube and the blue stent, this could be what the costumer perceived, also it was stated that this part was crumbly and the observed break could be consequence of this crumbly part, this reported issue may be related to some manipulation by the user while unpackaging the device and or some technique applied during preparation. Review and analysis of all available information indicated that the root cause of the problems found is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a flexima nasobiliary catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the calculus of bile duct performed on (B)(6), 2021. During preparation, it was found that the pig tail end was detached and could not be used. The procedure was successfully completed with another flexima nasobiliary catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima nasobiliary catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the calculus of bile duct performed on (B)(6) 2021. During preparation, it was found that the pig tail end was detached and could not be used. The procedure was successfully completed with another flexima nasobiliary catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.